Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident a field service engineer (fse) arrived onsite and found no active failures at the station. Drawer functionality was tested and the reported issue could not be duplicated. The drawer power and communication connections were inspected and all connections for drawers 2 and 3 were reseated to ensure proper operation and no further investigation was required. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawers 2 and 3 pockets failed, which located on 4g 3. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.